Manufacturer narrative:
Correction was made in section e2. Additional information was received from the healthcare provider. Information was added to the following sections: a2, a3a, a6, b3, b5. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported on 2/25/2026. A healthcare professional reported that the attachment by tooth location number six broke from a silent nite sleep device. Appliance was used by a 69-year-old female patient. The device was delivered on (B)(6) 2024. The patient presented the issue on (B)(6) 2026. The patient's oral hygiene was reported as fair. According to the report, the breakage occurred at the anchor location. The patient did not experience any symptoms, and no injury was reported. The patient discontinued use of the device on (B)(6) 2026. No additional medical or surgical procedures were performed. It was reported that the patient was following the recommended cleaning and storage directions. The appliance was replaced with a similar product. The event was reported to a dental office located in (B)(6).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported on (B)(6) 2026. The healthcare professional reported that the attachment by tooth location number six broke from a silent nite sleep device.

Manufacturer narrative:
Correction: h2- response to FDA request was selected incorrectly in the previous submission; it was not a response to an FDA request. Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturer internal reference number: (B)(4).